Event description:
It was reported that following the implantation of an advance sling, the "sling eroded through urethra". The sling mesh was removed and no further patient complications were reported in relation with this event.